Event description:
Pt had penile implant four years ago. The device was working extremely well and then failed abruptly. The device was empty. The physician who removed the device noted the device had broken tubing at the pump.